Manufacturer narrative:
D6b updated. The investigation is still ongoing.

Manufacturer narrative:
A5. Ethnicity, a6. Race are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during impella 5.5 support, the aortic (ao) and left ventricular (lv) pressure waveforms were not displayed. Motor current values remained stable and within the expected range. No active alarms or additional system issues were reported at the time of the event. No signs or symptoms of patient injury or patient harm were reported in association with this event. At the time of writing this report, the patient continues to be supported by impella 5.5.

Manufacturer narrative:
This MDR is submitted to correct information previously reported in d4 (catalog, serial number and primary UDI number). Additional information has been provided in h6 and h11. Placement signal issue: since neither data logs nor product were returned for investigation, the cause of the placement signal issue could not be determined.